Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that during surgery the skin graft got caught in the mesher. It is unknown whether there was any patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d9, d10, g1, g3, g6, h1, h2, h3 and h11. Review of the most recent repair record identified the technician tested the device and found no related findings/repairs to the reported event as there was no problem found with the device. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.